Event description:
The pt reported e8 (power interrupt) error was displayed on the infusion device for the past 3 days but she is unable to clear the error by pressing the check button. The rubber of the up button is broken. She switched to injection therapy and experienced hypoglycemia of 25 mg/dl, and was assisted by her daughter. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.